Event description:
Arthroscopy pump set @ 50 mm pressure and minumim flow rate. However, pump crushed extravasation of lactated ringers into soft tissue and out of knee joint new pump placed without problem.